Event description:
There was an allegation of questionable total protein results for an unknown number of patient samples tested on the cobas 6000 c501 module. The customer was able to provide an example of the questioned results: first result = 100g/l repeat result = 82.2g/l second repeat first result = 81 g/l repeat result = 65.2 g/l

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer reconnected tube no2 from acid wash nozzle at vacuum chamber and performed verification checks to verify the proper function of the instrument. The investigation determined that the service actions resolved the issue.